Manufacturer narrative:
This report is submitted december 24, 2019. - attachment: [156567 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on october 11, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2019. As of this date (B)(6) 2019 it is unknown if the patient was re-implanted with another device.